Manufacturer narrative:
Additional information: d10, h3, h6. A partial lead was returned for analysis in two pieces. Electrical testing did not find any indication of conductor fractures. The high potential test failed at the distal portion due to procedural damage. In addition, the impedance test was unable to be performed due to the condition of the lead when received. Visual inspection found the right ventricular shock coil stretched, consistent with procedure damage. The reported event of a stretch shock coil was confirmed. However, the reported events of high pacing impedance and high capture threshold were not confirmed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the optim sheath at proximal region with intact silicone insulation beneath. The cause of the external insulation abrasion is consistent with friction to device can.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
An alert for high, out of range pacing impedance was observed on remote monitoring. The patient presented to the clinic and high pacing impedance and capture threshold were observed. X-ray imaging was performed and no anomalies were observed. Then, the right ventricular (rv) lead was explanted and during the procedure, the proximal part of the shock coil was noted to be stretched. The rv lead was replaced and the patient was stable with no adverse consequences.